Event description:
It was reported that the battery gauge was fluctuating. Customer's blood glucose ranged from 77-96 mg/dl. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
Device not returned.